Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient was implanted for pain in his hands. However, the patient is feeling stimulation only in his neck. The patient denies any falls or trauma. Reprogramming was unable to resolve the issue. Diagnostic testing did not reveal any anomalies. Follow-up information revealed the patient is currently not feeling any stimulation coverage. X-rays did not reveal any anomalies. Regardless, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where his entire scs system was explanted and replaced. It was noted the physician electively explanted the patient's ipg for advanced technology. The patient reported effective stimulation therapy postoperative.